Event description:
It was reported that the patient was currently in the intensive care unit (ICU). At the time of this report, the pump was about to run out of medication and needed to be shut off.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).